Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a leak. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. Per the investigation a probable, but unconfirmed, cause of the reported issue could have been a leaking cassette or leaking tubing. If the product is returned this complaint will be reopened for further investigation. With no indication or evidence of a manufacturing defect found during the investigation, no device history review was performed. Per service history review this device has not been in for service previously.